Event description:
When loading the device onto thhe guide wire (outside of the pt) the stent began to deploy. The handle was reported to be in the locked posittion by the account mgr. There was no pt involvement. No add'l info was available.